Event description:
Event verbatim [preferred term] a day after she still see imprints and already have almost small burn blisters [burns second degree], the product was simply too hot [device issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for (B)(6). A contactable consumer reported on behalf of herself. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had to remove the wrap after an hour because I had too much pain and a day after I still see imprints and already have almost small burn blisters. The product was simply too hot, even though all application instructions were observed. Now my regular bleeding is over but I have pain and traces of wear from thermacare." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burn blister and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn blister and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
There is no reasonable suggestion of device malfunction. A sample was not received at the site. This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. A day after she still see imprints and already have almost small burn blisters [burns second degree], the product was simply too hot [device issue]. Narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for division consumer healthcare germany. A contactable consumer reported on behalf of herself. This female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had to remove the wrap after an hour because I had too much pain and a day after I still see imprints and already have almost small burn blisters. The product was simply too hot, even though all application instructions were observed. Now my regular bleeding is over but I have pain and traces of wear from thermacare." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality complaints: there is no reasonable suggestion of device malfunction. A sample was not received at the site. This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18jan2017): follow-up attempts completed. No further information expected. Follow-up (16apr2020): new information received from a product quality complaint group includes investigation results. No follow up attempts possible. No further information is expected., comment: based on the information provided, the reported events burn blister and device issue subscribed in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.